Manufacturer narrative:
The device associated with this issue was not returned for evaluation. However, two unopened devices of the same lot were returned, and evaluation of the samples could not confirm the reported issue. Visual inspection found no defects. The adhesive properties of the samples were tested on a variety of surfaces including surgical drapes, stainless-steel and plastic. The product was removed and re-positioned ten times with satisfactory results. The investigation found the returned devices to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the pads aren't sticking to the drape. They've had a couple tip cleaners go into the patient which the tech saw right away. The tip cleaner was retrieved without any injury to the patient.